Event description:
The customer reported that the jaws would no longer open after sealing. They were removed from the pt without additional resection or tissue damage. There was no injury to the pt. The device was returned to covidien and visual inspection discovered that the clear insulation was no longer on the device. The site had stated that nothing fell into the pt cavity.

Manufacturer narrative:
(B)(4). The clear insulation was no longer on the device. The device failed hipot testing. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. The jaws were not jammed shut. The jaws opened and closed normally when the handle was activated.